Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: the battery compartment was cracked and the battery cap was unable to fully tighten to the pump. There was evidence of moisture contamination inside the battery compartment. The pump was unresponsive with no audio tone, no vibration, and a blank display screen. A test battery cap was used and the pump was still unresponsive. The leak test confirmed a leak at the battery compartment crack. The pump case was removed and no additional moisture was found inside the pump. Investigation revealed a cold solder connection on the continuous glucose meter board. (B)(4).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a (power /moisture ingress) issue: the battery component is leaking with an oily black/grey liquid. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.